Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)

Event description:
Coiling treatment of an aneurysm. It was reported the coil was implanted. During deploying the 2nd coil, a loop from the previous implanted coil came out into the parent artery.no patient injury reported.